Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned to terumo medical corporation for assessment. The returned sample included the header bag, arteriotomy locator, hemostasis sheath, carrier tube and foil pouch. The device was visually inspected and found to be in unused condition with no visible signs of blood. The carrier tube was returned in the forward lock position. Bypass tube & anchor were visible at the distal tip of the carrier tube. The sheath and locator assembly were returned partially mated. No other damage or issues with the device were identified. Functional testing was performed by attempting to connect the locator and hemostasis sheath and components were able to be connected without any issue. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the surgeon opened the tin-package, and checked everything was ok. However, during the procedure, the main body could not enter the sheath tube, even when the physician tried several times. At last, the physician chose to use manual pressure for hemostasis. Additional information was received on 24nov2024: the type of procedure being performed was an aneurysm embolization using a 5fr sheath. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided . A3b: gender: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.